Manufacturer narrative:
Manufacturing review: as the lot number for the device was not provided, a manufacturing review could not be performed. Visual/microscopic inspection: as the device was not returned, an inspection could not be performed. Functional/performance evaluation: as the device was not returned, an evaluation could not be performed. Medical records review: as medical records were not provided, a review could not be performed. Image/photo review: based on the images provided, filter tilt cannot be confirmed. Based on the images provided, the identity of the filter cannot be confirmed. Based on the images provided, a filter limb located within the right renal takeoff cannot be confirmed. Conclusion: the device was not returned, however two images were provided. Unintended filter movement cannot be confirmed based on the images provided. The definitive root cause could not be determined based upon available information. Labeling review: the current IFU (instructions for use) states: warnings/potential complications: do not deploy the filter prior to proper positioning in the ivc, as the denali vena cava filter cannot be safely reloaded into the storage tube. Do not deploy the filter unless ivc has been properly measured. Never re-deploy a removed filter. Movement, migration or tilt are known complications of vena cava filters. Migration of filters to the heart or lungs has been reported. There have also been reports of caudal migration. Migration may be caused by placement of the filter in ivcs with diameters exceeding the appropriate labeled dimensions specified in this IFU. Migration may also be caused by improper deployment, deployment into clots and/or dislodgement due to large clot burdens. Precautions: position the filter snare hook 1cm below the lowest renal vein. Venacavography must always be performed to confirm proper implant site. Radiographs without contrast, which do not clearly show the wall of the ivc, may be misleading. If misplacement, sub-optimal placement, or tilting of the filter occurs, consider immediate removal. Do not attempt to reposition the filter. Direction for use - implantation: select the optimum location (for example 1cm below the lowest renal) for filter placement and measure the ivc diameter. Prior to deployment, verify the location of the filter within the sheath using fluoroscopy and confirm that the filter snare hook is 1cm below the lowest renal or is in the intended location in the inferior vena cava. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Manufacturer narrative:
No device or no medical records have been made available to the manufacturer. As the lot number for the device was unable to be provided, a review of the device history records could not be performed. Images were provided and review is currently underway. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Remains implanted.

Event description:
It was reported that approximately two years post vena cava filter deployment for trauma with head injury, CT scan allegedly demonstrated an incidental finding of one or two filter legs in the renal vein. A review of previous scans reportedly demonstrated the filter was deployed at the renal takeoffs. Filter retrieval was abandoned prior to accessing the jugular, reportedly due to patient movement. There are no plans to retrieve the filter as the patient has no symptoms related to the filter.